Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 200 ohms, and high pacing threshold measurements. Lead diagnostic testing was performed, and the shock impedance measurements were checked in triad configuration and in distal coil to can. It was noted that the distal coil was fractured and the impedance measurement was greater than 200 ohms. The physician planned to replace the lead. No adverse patient effects were reported. The lead remains in service.